Event description:
Customer reported a rh discrepancy on the echo. A patient typed as b negative on the echo; with tube method, the sample was b positive. No transfusion reactions were reported as a result of this negative reactions.

Manufacturer narrative:
Advised customer that according to the operator manual, hemagglutination reactions 1+ or less in tube may not be detected by the echo. Customer does not routinely perform weak d testing. The customer did not return sample for investigation testing.